Event description:
It was reported that impedances measured > 10,000 ohms post implant and pt was not feeling stimulation. During a revision procedure, the extension and implanted neurostimulator were disconnected and re-connected. Electrode 1 showed 2,500 ohms and electrode 2 showed 9,500 ohms. The pt still could not feel stimulation. The extension was replaced. Impedance measured 650 ohms, and the pt was able to feel stimulation.

Manufacturer narrative:
(B)(4). Analysis of the extension (model 37081, lot# njb097885v) found no anomaly. The extension was found to be functionally okay. Continuity was acceptable with no shorts. Normal impedances were measured on all circuits and electrode pair combinations.